Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the prime process. The alarm is occuring every time the insulin pump is in the prime process. It was mentioned that the piston continues to move forward after it makes contact with the reservoir and insulin squirts out. Advised that the insulin pump needs to be replaced. Customer refused to return the insulin pump for analysis. Nothing further reported.